Event description:
Per legal claim 2:21-cv-01162: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on or about (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. It is alleged that the patient experienced of abdominal pain, leakage (bowel perforation) in 2020 and further the mesh was folded required a surgical removal. It is also alleged that the patient sustained severe injuries and will continue to suffer physical pain, mental anguish, device was defective and emotional injuries.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, bowel perforation, mesh deformation, abdominal pain, defective device thereby underwent subsequent surgery for mesh explant. The instructions-for-use supplied with the device list pain as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of implant (B)(6) 2013 and date of event (15-jun-2020) are considered to be a best estimate as based on the information provided. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.